Event description:
Customer reports receiving false negative results on (B)(6) 2022 and (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result obtained on (B)(6) 2022. See (B)(4) for alternate false negative result. Customer reports receiving a false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 20255g, reader sn: (B)(4)). Customer also tested negative on antigen test, however, customer believes these negative results are incorrect as he is symptomatic and had close contact with his girlfriend who has covid-19. After several days of symptoms, customer tested positive with both cue and with an antigen test.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation; therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.